Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Prior to procedure, customer opened vh-3000 and found the silicone was coming off. A 2nd vh-3000 was opened to do the case. Rep has malfunctioned device for return, shipping product replacement to customer. (B)(6).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted . Signs of clinical use and no evidence of blood were observed. The silicone insulation on the cold jaw was detached and torn away from the tip till the mid length of the jaw but stayed attached at the base of the jaw. Based on the condition of the device as found, the reported complaint was confirmed for the reported failure mode "cold jaw- peeled, cracked, detached." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro silicone peeled off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Prior to procedure, customer opened vh-3000 and found the silicone was coming off. A 2nd vh-3000 was opened to do the case. Rep has malfunctioned device for return, shipping product replacement to customer.